Event description:
On (B)(6) 2023 a peritoneal dialysis (pd) patient's contact reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on 15/oct/2023 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 2441 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg every other day and ip cefepime 1500 mg daily for 14-21 days. The patient¿s peritoneal effluent culture returned positive for roseomonas gilardii, and the patient¿s vancomycin was discontinued and replaced with ip levaquin (dose, frequency, duration not provided). The patient has recovered from the events and continues to undergo ccpd. The pdrn reported the cause of the peritonitis was never discovered. The patient¿s mother performs the ccpd connections and disconnections due to the patient being visually impaired. The mothers¿ practice was reviewed and no breaks in sterility were noted. Per the pdrn, the events were unrelated to any product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same cycler without reported issue.